Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the high voltage cable assembly to restore functions. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy systems had no camera rotation and the collimator was stuck in the closed position.